Manufacturer narrative:
H10: for the reported malfunction, the device was returned to bd for evaluation. The company is still investigating the issue at this time. The device is labeled for single use. H11: b5, h6 (device). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model mc1610 biopsy instrument allegedly experienced failure to fire and self-activation. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The female patient¿s age and weight were not provided.

Manufacturer narrative:
H10: the lot number for the malfunction is unknown, therefore the manufacturing review could not be conducted. For the reported malfunction, the device was returned to bd for evaluation. The evaluation unconfirmed for failure to fire and self activation. Based upon the available information, a definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model mc1610 biopsy instrument allegedly experienced failure to fire and self-activation. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The female patient¿s age and weight were not provided.

Manufacturer narrative:
For the reported malfunction, the device was returned to bd for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction. A review of the reported information indicated that model mc1610 biopsy instrument allegedly experienced failure to prime and self-activation. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The female patient¿s age and weight were not provided.